Event description:
It was reported that during an unk procedure, the clamp arm of the device could not be closed during the procedure. Changed to another one to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.